Manufacturer narrative:
(B)(4). The technical support engineer (tse) troubleshot the issue with the customer over the phone. The customer to replace the breath delivery (bd) printed circuit board (pcb) and have a field service engineer (fse) perform software download.

Event description:
The customer reported that an 840 ventilator was inoperable. The ventilator was not on a patient at the time of the event.

Manufacturer narrative:
(B)(4). This was a duplicate issue. The complete repair process was handled on (B)(4) and medwatch# 8020893-2016-01579.